Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s symptoms were back and that the device was not working. As a factor related to the issue, the spouse indicated that the patient had fallen a number of times. The spouse also mentioned that, at the patient¿s last office visit, they had ¿impedances¿ with device. As an intervention taken, a lead revision procedure was performed where the lead was replaced. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.